Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that deployment issue occurred. The target lesion was located in the iliac artery. An epic stent was advanced to the target lesion however during deployment, the stent moved "a bit" forward and jumped. The procedure was completed using a non bsc stent. No patient complications were reported and the patient's status was fine.